Event description:
The consumer reported, using the product for four to five hours on her lower back. When the patch was removed, the consumer described skin removal resulting in three raw spots. The consumer did not seek medical attention at the time of the incident and treated the area with triple antibiotic ointment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.